Manufacturer narrative:
According to the field, the explanted products were kept by the hospital and will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this electrode delivered multiple inappropriate shocks. This was thought to be due to changes in the patient¿s rhythm as they were on medication for atrial flutter and atrial fibrillation. Surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.